Manufacturer narrative:
If additional information becomes available, this event will be updated as necessary.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited high out of range impedance measurements of greater than 3000 ohms as well as loss of capture at max outputs. This rv lead was found to be fractured. To date, there have been no adverse patient effects reported.